Event description:
The pt stated that the "rubber" (o-ring) on the adapter he had used on his infusion device was coming off. He stated, for reference, that he carries his infusion device in a case when it is in use. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.